Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had frequent battery changes and the battery cap was difficult to unscrew. Customer stated that the act button sticks and has caused high blood glucose levels. No further assistance needed.